Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was detached from the cart. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was detached from the cart. The customer noted that the base assembly, and central processing unit (cpu) tray cover needed to be replaced in order for the device to be mounted properly to the cart. The customer was provided with the part number for the following parts - cpu tray cover, base assembly, foot kit, and thumbwheel screws.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that all the affected parts were replaced as part of the corrective action. The device was fully tested following the repair, and all functions were verified to be operating within manufacturer specifications. The device has been returned to service.